Event description:
In 2009, patient reported her infusion device display is blank. She states the infusion device dropped from her waist to the floor this morning. She states the display was up on the infusion device at that time. Patient reported she felt herself going "high" and she did not take a reading, but she was urinating frequently and she was short of breath. She stated 15 minutes ago, she noticed the display was blank and buttons would not respond. Patient reported she removed the battery and inserted another alkaline battery into the infusion device and the display still did not come on. Verified that the battery was inserted with positive end facing out. Patient reported she took a reading while on the call and it was 346 mg/dl. Patient's normal blood glucose range is 70 mg/dl - 100 mg/dl. Patient reported she is going home to set up on her backup infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation. On follow up call patient reported her blood glucose readings are "great".